Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in (B)(6) notified biomérieux of misidentification of enterobacterales as citrobacter koseri (99.9%) in association with the vitek ms instrument (ref. (B)(4), serial number. (B)(4)). The customer reported vitek ms misidentification of enterobacter cloacae complex isolated from rectal swab. This specimen was collected for cre screening. The strain was isolated as blue colonies from carba smart agar (vendor: biomérieux) on day 1 from direct specimen inoculation. As this media was validated and compatible for vitek ms system, one slide spot was prepared by lab technologist and single ID choice provided by vitek ms ¿ citrobacter koseri 99.9%. Since this isolate grew as blue colony on carba smart agar and identified as c. Koseri by vitek ms (initial run), it was sent out to referral lab for resistance mechanism determination. The report from referral lab confirmed the vitek ms result to be incorrect; the expected ID shall be enterobacter cloacae complex. The carbapenemase genotype is confirmed as imp. Customer retested the isolates with vitek ms from tsab and mh media, using multiple spot preparations. Low-discrimination results were obtained for all spots, mainly two ID choices of e. Cloacae and e. Asburiae; only one spot prepared from mh media gave low discrimination of three ID choices ¿ e. Clocase, e. Asburiae and c. Koseri. Summary: isolate from rectal swab. Isolate from carba smart agar: blue colonies, one spot. Initial testing vitek ms result : citrobacter koseri 99.9%. Isolate from mh media: five spots. Second run vitek ms results : low discrimination=>2 choices: e. Cloacae and e. Asburiae, or 3 choices: e. Cloacae, e. Asburiae and c. Koseri (one spot). Isolate from tsab agar: three spots. Third run vitek ms results: low discrimination: 2 choices -e. Cloacae and e. Asburiae. Reference lab testing: e. Cloacae complex, carbapenemase genotype: imp. Expected ID: enterobacter cloacae complex. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in singapore notified biomérieux of misidentification of enterobacterales as citrobacter koseri (99.9%) in association with the vitek ms instrument (ref. (B)(4), serial number. (B)(6)). Investigation: batch history record and complaint trend analysis: there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: issue type : misidentification as citrobacter koseri instead of enterobacter cloacae complex vitek ms customer results: initial run: single choice to citrobacter koseri. 2nd run: low discrimination as e. Cloacae - e.asburiae - c.koseri. 3rd run: low discrimination as e. Cloacae - e. Asburiae. Fine tuning: status medium at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. Kb review: the suspected identification (enterobacter cloacae complex) is present in vitek ms kb v3.2. Sample data analysis: according to data provided, the misidentification result was obtained from spectra having a low identification score (-0.38 and -0.1) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator, operator skills¿). The difference in identification results between the two k2 spectra is explained by three (3) phenomena: - a mass is not present at the 1st reading (11343 da) given citrobacter koseri identification, the weight of the bin corresponding to this mass is 11.36. - another mass at 9512 da (and a bin with a weight over 15) is present on the 2nd reading given enterobacter spp. Identification but it is very shifted on the 1st reading (9517 da) given citrobacter koseri identification. - we observe a small mass shift on the k2 spot (1st reading given citrobacter koseri identification), and sometimes, it fall sinto the next bin and it decreases the score level. Most of the other masses look quite similar. Both peaklists are very close and the number of peaks is the same (67). If only the score is taken into account, enterobacter cloacae/asburiae is always the first species for each spectra. The different is linked to the probability. Enterobacter cloacae/asburiae is a very large class with more than 500 spectra and the conversion of the scores into probability is very unfavorable to this species. As soon as the score is under zero, the probability is very low (below the 60% required). That¿s the reason why the two first spots gave citrobacter koseri identification. It can be due to a lack of peaks specific to enterobacter (50/60), mass shift observed on high masses, lack of high mass with very strong weights. It may be linked to a deposit and/or instrument issue. Indeed, resolutions were not very good (500/600). Instrument data analysis: - the result from fta is good. - the e coli mzml are good on data provided. - the setting files are almost all good; the current laser power (115) is too high. Biomérieux customer service advised the customer to replace the ion optics since this device is old (50039). Biomérieux customer service can¿t establish the link between customer misidentifications and laser power setting, but it¿s the only parameter which may be improved on this system. Conclusion: most probable causes: - non optimal spot preparation. - potential instrument issue.